Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, a stop sensor option was present on every screen, blocking the graphics and text. There was no known impact to the customer¿s blood glucose. Troubleshooting with tandem technical support was performed and it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.